Manufacturer narrative:
Unit passed self-test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit successfully downloads to thump and carelink. Intermittent response from back button due to moisture damage to keypad traces. Stuck key alarm was found in history files three times between (B)(6) 2024 21:18:04.000 to (B)(6) 2024 23:19:03.000. The j1 connector on pcb1 was locked properly during visual inspection. No audio anomalies noted during testing. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, stained serial number label, corroded battery tube, corroded motor home switch. Pump passed required test and no audio anomaly noted during test. However, intermittent response from back button was confirmed due to moisture damage to keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, and audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. The customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. No harm requiring medical intervention was reported. Mmt-1880l was requested and the customer response was the device would be returned.